Event description:
It was reported that the doctor was performing the procedure, when at the time of making the first shot in the gastric pouch sector with a reload, the echelon flex made the full shot until return the blade but the doctor had trouble opening the jaw. At that very moment the sales representative was there who gave him instructions so that he could open his jaw with success. This action did not take more than 20 seconds. The doctor immediately when having this problem, assumed that the echelon flex was bad and requested that they pass him a new one, he also indicated that the trigger was loose, that is, it did not exert pressure against the finger at the moment of wanting to fire, situation that was accredited and recorded on video by the same sales representative. Also the sales rep did a check on the jaw opening at the same time and had no issues. Once the input was changed, the surgery continued without setbacks.

Manufacturer narrative:
(B)(4). Batch #: unk. Investigation summary: this is an analysis of a video submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the video starts with a nurse manipulating the firing trigger of a device. The closure trigger can be seen in closed position, the battery installed and the safety disengaged. The trigger can be seen loose and unable to fire. Also in the video, the nurse shows another instrument that can be seen without damage and with the firing trigger in good condition. Based on the video reviewed, the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch number x95551, and no non-conformances were identified. Manufacturing date: 06/12/2022, expiration date: 05/31/2025.

Manufacturer narrative:
(B)(4) date sent: 10/25/2022 d4: batch #828a54 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with no reload present. The knife was in the lockout position. The knife reverse switch was activated and the knife returned to the home position as expected. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence. The staple line and cut line were complete and the staples meet the staple form release criteria. The device opened and closed without any difficulties noted. Upon further inspection, the firing trigger would not function as intended and felt loose. In order to verify the condition of the internal components, the device was disassembled, and the spring firing trigger was noted to be missing. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the spring firing trigger is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.